Event description:
It was reported to boston scientific corp. On june 16, 2008, that a one step button gastrostomy device was used during a peg procedure on five days before. According to complainant, during the procedure, the loop wire and the catheter were connected outside the mouth. When the wire and catheter were pulled through the body into the stomach, the loop wire was scraped and the blue coating detached in the body. The blue coating was removed by a snare loop (unk device and MFR). No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination noted that the pull wire coating had peeled. The length of the peeled section was measured to be 35.3 cm in length. The pull wire was also noted to be bent. Based on the returned device, the wire appeared to have been scraped or abraded against a sharp edged device (likely to be a cannula), which resulted in peeling of the wire coating. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database did not identify any add'l complaints recorded for this lot.